Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impendence measurements. Technical services (ts) was consulted, and the patient was referred to their clinic. No adverse patient effects were reported. This pacemaker remains in service.